Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (B)(4); the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 13 feb 2008. It has exceeded its expected service life of 5 years. Review of the archive data recorded no session on the reported event date of (B)(6) 2017; however, the events recorded on (B)(6) 2017 from 15:27:29 to 16:24:19 showed that the platform was powered on and recorded multiple error messages including a system error 139 (unable to hold compression position) error message. This lasted for approximately an hour and is consistent with the customer reported event, thus confirming the reported complaint. Evaluation of the platform during initial power-up, revealed a system error, out of service, revert to manual CPR message. As part of routine service during testing, the platform was examined and found physical damage and the driveshaft exhibiting binding and resistance. These observations are unrelated to the reported event. After replacement of the processor board and the damaged part, a clutch plate deburring was performed. The platform was functionally tested including the load characterization check and passed all testing specifications. The platform operated for 30 minutes using a large resuscitation test fixture with continuous compression without any issues or error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse platform (B)(4).

Event description:
As reported, the responding crew used the autopulse platform (B)(4) on a patient and experienced recurrent issues. Per report, the platform provides continuous compression then the user puts the platform on pause / stop to perform a pulse check, once the user restarts the platform to continue compression the platform displays an unspecified error message. The user was able to clear the issue by lifting the lifeband up and fully extending it to ensure that they are not twisted and by restarting the platform. The user was able to clear the issue and use the platform; however, the issue recurred (the cycle lasted for an unspecified amount of time) until the patient reached the hospital. The reporter noted that manual CPR was performed each time the issue recurred and troubleshooting was performed to resolve the issue. No known patient consequence was reported. Additional information stated that following the call, the customer tested the platform at the station using another lifeband and displayed a system error, out of service, revert to manual CPR message.